Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead had a signal artifact monitoring (sam) episode. The minute ventilation (mv) feature was disabled due to over sensing from the atrial lead. The health care professional performed isometrics and no over sensing was observed. No other lead unexpected behavior was present, and no symptoms were reported. It was recommended how to change the mv sensor from disabled to passive. The ra and pacemaker remain in service. No adverse patient effects were reported.